Manufacturer narrative:
Analysis was normal. No anomalies were found with the exception of damages consistent with procedural damage.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon review, the right ventricular lead exhibited an increase in capture thresholds and a decrease in r-wave sensing. A lead dislodgement was suspected. The lead could not be repositioned due to tissue in the helix. The lead was removed and replaced. The patient was stable throughout the procedure.